Manufacturer narrative:
E1 initial reporter address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the fg emerge mr ous 2.50x20mm balloon catheter was returned for analysis. Visual and tactile inspection identified no issues with hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a longitudinal balloon tear or rupture beginning at 1.7mm from the balloon tip. The middle section of the balloon had a complete circumferential tear. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. No issues noted with bumper tip. A leakage testing was performed but the balloon could not be inflated due to the complete circumferential and longitudinal tear present on the balloon. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 07jan2026. It was reported that crossing difficulties occurred. The patient pretend with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation, but the device was not able to cross the lesion. The device was removed without inflating, and the procedure was successfully completed using an alternate device. No patient complications were reported. However, returned device analysis revealed a balloon tear.